Event description:
It was reported by the patient's spouse that the patient is deceased and there was a question of device malfunction. The patient died approximately nine months post device system implant. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.